Event description:
The customer reported a motor error alarm during normal use. The customer stated that her job requires her to be around a giant magnet. The customer did not want to troubleshoot, and asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during the rewind due to an out of phase motor encoder signal.